Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the system pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly. It was determined that integrated circuit chip, designator u15 was thermally sensitive and caused the reported issue.

Event description:
The customer contacted physio-control to request a repair for a non-critical issue of their device. Upon evaluation of the device, physio-control observed that the device was unable to charge for defibrillation therapy. There was no patient use associated with the reported event.